Event description:
See MFR # 3004209178201005285. The patient's neurostimulator (ins) malfunctioned and was alleged that it may have burst opened. Strong antibiotics were administered that made her deathly ill for about 2 months. She did not develop an infection. She had an additional operation and the second ins also malfunctioned. The reporter alleged "something in the system was not properly connected that caused both of the units to malfunction". Additional information has been requested.

Manufacturer narrative:
(B)(4).